Event description:
Facility paramedics responded to a person reported to be in full arrest. CPR had not been administered to this person prior to crew arrival on scene. The device was connected to the pt, and the pt diagnosed with ventricular fibrillation. The device was utilized to administer defibrillator energy to the pt. Reportedly, although the device energy protocol was for 200, 300 and 360 joules, the defibrillator only charged to 125 houles. The first three shocks were delivered to the pt at 125 joules. The operator subsequently increased the energy getting and 4 additional shocks were administered at 300, 360 360 and 360 joules. Additionally, there was an observation of low battery and brief loss of power, but this did not appear to have affected pt treatment. The pt was delivered to the hosp with a palpable pulse. The pt expired two days later. The cause of death was not known.